Manufacturer narrative:
The available information suggests the device remains implanted. This report will be updated if additional information becomes available.

Manufacturer narrative:
A revision procedure was performed. During the revision procedure, it appeared the terminal pin of the lead had not been fully inserted into the lead port. Lead values measured with a pacing system analyzer were in the normal range. The lead was reconnected, and all measurements were stable and acceptable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had received an inappropriate shock due to noise. No pacing inhibition was noted. No adverse patient effects were reported.

Event description:
A later report was received that the device had detected noise on the atrial and shock channels. The atrial noise was oversensed, leading to mode switching. No adverse patient effects were reported.